Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and morphine at unknown dose/concentrations via an implantable pump for failed back surgery syndrome and spinal pain. It was reported the patient pump was loose. The event date was noted to be since implant, on (B)(6) 2012. No patient symptoms were reported. It was noted the patient didn't currently have a healthcare provider (hcp); they had been dismissed by their last hcp. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that since the pump was too loose the patient had to wear a binder. The binder was itchy, scratchy and caused her pain. The patient was on an antibiotic for this. The patient was seeking a physician to revise the pump pocket and a managing physician to fill the pump. The patient had been told by a physician that she will be weaned off the pump due to missing her appointments. The patient had a pre-existing condition to the pump noted as they could not put weight on their left leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported their current pump was loose and flipping around and their doctor had to do the refill under xray to get to port and the doctor never fixed it.